Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; non-implantable device updated data: b5. Added second paragraph. H6. H11. System reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, after the valve was implanted using a non-medtronic guidewire, displaced tissue was observed below the lower edge of the valve in the left ventricle, between the non-coronary(ncc) and right coronary cusps (rcc). The procedure was successfully completed without any additional intervention. Two days following the procedure, echocardiography was performed, which revealed a left ventricular tissue rupture. Per the physician, the procedure contributed to rupture. Additional information was received confirming that a left ventricle perforation occurred during the procedure. A spring-wire was passed through the aortic valve during the procedure and this seemed to have contributed to the perforation. Of note, no medtronic wire was used during the procedure.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, after the valve was implanted using a non-medtronic guidewire, displaced tissue was observed below the lower edge of the valve in the left ventricle, between the non-coronary(ncc) and right coronary cusps (rcc). The procedure was successfully completed without any additional intervention. Two days following the procedure, echocardiography was performed, which revealed a left ventricular tissue rupture. Per the physician, the procedure contributed to rupture.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012585684); product type: 0195-heart valves; implant date: non-implantable device updated data: h6. H11. Added lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.